Event description:
Theatre nurse reports via our sales rep, that during a surgery tried to insert the apex pin into the drilling sleeve but the pin jammed. The surgery was finished using an alternative device.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.